Manufacturer narrative:
Reporter number (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the micro drive device did not work in reverse mode. It was noted on the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that the device was manufactured before jan 26, 1998. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and found that the handpiece did not work in reverse mode. Therefore, the reported condition was confirmed. The assignable root cause was due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.